Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became loose on multiple occasions with multiple cartridges when caught on the customer clothes. Reportedly, the customer would not tighten the connection enough as the customer believed this would deliver more insulin than normal. Tandem's technical support educated the customer that tightening the luer lock connection would not deliver extra insulin. Blood glucose was 250 mg/dl. The customer did not see any air bubbles in the tubing; however, the customer maintained the concern for air bubbles in the tubing. The customer primed the tubing to remove air bubbles.